Event description:
Customer reported no fluoro. Repairs requested. System has been down for several months. Site was considering trading system in before deciding to go ahead with repairs. No procedure or patient involvement.

Manufacturer narrative:
Under investigation.